Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. Using the right femoral approach, the procedure treated the 70-80% stenosed target lesion located in the left circumflex (lcx) artery. First the 60-70% stenosed lesion located in left main coronary artery (lmca) was treated. Pre-dilation was performed with a 2.5x20mm quantum apex balloon inflated to 12 atms for 10 seconds. Then two stents were placed in the lmca, a 3.5x24mm promus element plus stent deployed at 12 atms for 10 seconds and a 3.5x15mm non-bsc stent deployed at 12 atms for 10 seconds in the mid lmca resulting in 0-10% residual stenosis. Then the attention turned to the lcx artery and pre-dilation was performed with a 2.5x20mm quantum apex balloon. Next a 2.5x28mm promus element plus stent was advanced and successfully deployed at 12 atms for 10 seconds. Then a 3.0x23mm non-bsc stent was advanced for treatment but bumped into the previously implanted 2.5x28 promus element plus stent causing stent deformation and it was noted that the 2.5x28mm promus element plus stent looked shorter. The 3.0x23mm non-bsc stent was then placed at the edge of the 2.5x28mm promus element plus stent resulting in 0-10% residual stenosis. No further patient complications were reported and the patient was fine through out the case.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).